Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at the emergency room due to device beeping, myopotential oversensing with inhibition was observed on the device. Further investigation indicated that the beeping was likely to be coming from the patient's new refrigerator. The programming change was made. The patient was stable through out the intervention.